Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, poor sensing and high capture threshold on atrial lead was observed. Patient has been scheduled for lead revision procedure. Patient was stable.

Event description:
New information states that the patient presented on (B)(6) 2019 for a pocket revision due to shoulder discomfort. The physician decided to reposition the lead do to address an increase in threshold. The patient was stable.

Event description:
Related manufacturer reference number: 2938836-2019-12283.